Manufacturer narrative:
Batch record was reviewed and showed no deviations. Visual inspection of the optic took place and was received in two pieces with no optical deviations found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power of 26.0 of this lot number. Review of the historical complaint data base revealed that no complaints from this lot number were received. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Lens was implanted on (B)(6) 2011 and explanted on (B)(6) 2011 due to incorrect power selection. No patient injury was reported.